Event description:
A patient reported experiencing an increase in seizures and believes that their device is no longer working and noted that her device has not been checked in over a year. The physician's assessment of the increased seizures could not be obtained as the office had not seen the patient recently. No other relevant information has been received to date.